Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient returned home and began experiencing stomach pain, vomiting, and appeared pale. The patient¿s wife contacted emergency services (911) for assistance. She reported that the patient¿s continuous glucose monitor (cgm) had issued a low glucose alert, although no specific value was provided. Shortly thereafter, the cgm entered a brief sensor error state. No blood glucose (bg) meter reading was taken prior to ems arrival. Upon arrival, ems recorded a bg meter reading of 68 mg/dl. The patient¿s cgm sensor was replaced; however, the new sensor did not function properly. Ems administered orange juice, a peanut butter and jelly sandwich, and egg salad to the patient. They remained on site for approximately 15¿30 minutes before departing. The patient did not require hospital transport and remained at home. At the time of reporting, the patient was weak but reported feeling improved. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.